Manufacturer narrative:
(B)(4) after an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that products jammed up after the first fire on both devices and were immediately replaced with second unopened appliers and those worked fine.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1900015 was manufactured on 03/29/2019 a total of 288 pieces. Lot was released on 04/23/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired until the last second of the loading process when a clip shot out of the channel. The next clip was out of position in the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. Two of the clips in the channel had broken hooks. The sample was received with 13 clips remaining in the channel, indicating that 2 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed with this sample. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "unit jamming" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the clip was unable to load properly. The next clip was out of position in the channel. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. Two of the clips in the channel had broken hooks. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed with this sample. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that products jammed up after the first fire on both devices and were immediately replaced with second unopened appliers and those worked fine.